Manufacturer narrative:
Concomitant medical products: pca280300/022810508. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® bifurcated endoprosthesis instructions for use (IFU), adverse events which may require intervention include but are not limited to endoprosthesis component migration and endoleak.

Event description:
On (B)(6) 2003, the patient was implanted with four original gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2004, the patient was implanted with an additional gore® excluder® contralateral leg component as part of a secondary endovascular repair. On (B)(6) 2017, a proximal type I endoleak was reportedly identified. The physician attributed the endoleak to aortic disease progression and distal migration of the existing stent graft (distance unknown). On the same day, the patient was implanted with two low-profile gore® excluder® aortic extender components to treat the type I endoleak. The endoleak was reportedly resolved and the patient tolerated the procedure.